Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that while in use with the patient, the cuff was found to be leaking. Upon discover of leakage, the tracheostomy tube was exchanged. No permanent patient injury was reported.